Event description:
As reported by the user facility: reports leaking at the back check valve during infusion of rituxan. Facility stated this has been happening over the past three months, but unsure of the amount.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no non-conformances or abnormalities were noted during in-process or final product inspection. If additional pertinent information becomes available, a follow-up report will be filed.